Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer also had blood glucose values of 190 mg/dl, 229 mg/dl, 260 mg/dl. Customer stated when her blood sugar was 83 mg/dl then she changed her site because of a low reservoir. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Assisted with performing the high pressure test and test did pass. The insulin pump will not be returned for analysis